Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 20 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and found that there was a failed battery test on the insulin pump. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.